Event description:
An impella 5.5 device was inserted via the left axillary artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, concern was raised for bleeding due to a decrease in hemoglobin. It was reported that there were no obvious signs of bleeding. Computed tomography angiography was performed and demonstrated no evidence of active bleeding. The impella insertion site was reported to be without hematoma and otherwise appeared unremarkable. No interventions were performed for the reported decrease in hemoglobin. The patient remained on impella 5.5 support for an additional 7 days. Subsequently, a decision was made to withdraw care and the patient expired. While on support, the impella 5.5 device was operating at performance level 6 with expected flows of 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 12.5 units/ml heparin. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition due to acute myocardial infarction complicated by cardiogenic shock as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.